Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The product and data were not returned for review. Based on clinical description, the root cause of the positioning issue was most likely use related due to improper technique as the pump was pulled out during support. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. H.6 code 4628 was inadvertently omitted from the initial manufacturer device report number and was added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that positioning issues were encountered during impella 5.5 support. It was documented that the device had to be repositioned multiple times with noted difficulty when trying to torque the tip towards the apex. Flows began to decrease and the pump inadvertently came back across the valve. Attempts to re-cross the valve were unsuccessful and the decision was made to explant the pump. There was no patient harm.